Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when 1898200t was received in service and repair, they could not perform 1 minute pre-repair temperature test as the handpiece will not rotate; a bur was stuck locked in the device. Found motor/cable and bearings corroded. Replaced all defective components. The handpiece was cleaned and tested to manufacturing specifications. It was confirmed by service and repair that an entire bur, 1884068hs, was stuck in the handpiece when it was received for evaluation; it was not broken. He states that in order to remove the bur, which was melted, from the handpiece, pliers were used to break the inner shaft to make removal easier.

Event description:
It was reported that before a case, the device was overheating. There was no patient involvement.